Event description:
The customer reports during an unspecified laparoscopic procedure using an endoeye, when taking the scope out after the procedure was completed, the user found that there was a loose sticker on the scope. This (sticker) came out of the patient through the trocar. When asked for clarification whether the sticker fell into the patient's body and required retrieval, the customer responded "the sticker was found in the trocar, and it is therefore not possible to say with certainty whether the sticker has actually been in the patient. In my opinion, a released sticker would not be able to enter the patient through the trocar and the sticker would therefore have been in front of the entrance of the trocar. This sticker was from the insertion pin of the light cord of that endoeye itself. Before the procedure started, the user had not noticed that the sticker was already (partially) loose. The customer thinks that due to frequent use and sterilization process, the sticker probably came loose and finally fell off. The customer use sterrad to clean/sterilize this endoeye. There were no adverse effects to the patient as a result of this occurrence.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.